Manufacturer narrative:
(B)(4). Concomitant medical products and therapy date detail of product: item number: 538000051, item name: cluster hole porous shell, lot #: 1600031. Item number: 437228051, item name: metasul standard insert, lot #: 1560356. Item number: 734028000, item name: metasul femoral head, lot #: 1463875. Item number: 62506520, item name: bone screw, lot #: 60337943. Item number: 62506515, item name: bone screw, lot #: 60188630. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. Because he underwent revision surgery due to pain, high cobalt levels and adverse reaction to metal debris. Furthermore, the surgeon noticed metallosis during the revision surgery.

Event description:
Please refer to report 0009613350 - 2018 - 01040

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: impingement, wear, metallosis, armd event description: patient¿s legal counsel reported patient underwent right primary cementless total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient experienced increased pain and discomfort in her right hip in (B)(6) 2017, which worsened over a short time. On (B)(6) 2018 laboratory report showed a cobalt level of 22.2 ug/l. MRI taken on (B)(6) 2018 revealed fluid collection adjacent to the posterior right greater trochanter, being described by the surgeon as concerning for a reaction to metal debris. During office vision on (B)(6) 2018, patient was noted to have bi-lateral metal-on-metal hips implants however only the right showed symptoms of metal debris reaction along with a notch on the femoral neck. Patient underwent a revision procedure on (B)(6) 2018, during the surgery metallosis, necrotic tissue, erosion on the femoral neck, and impingement around nine o'clock of the acetabulum. The metal head and poly-metal sandwich liner was removed and replaced with a ceramic femoral head and poly liner. On (B)(6) 2018 laboratory report showed a cobalt level of 3.1 ug/l. Review of received data: a copy of the implant stickers was received within the legal writ, however, the record is hardly legible. A copy of the laboratory report of a cobalt whole blood (blood collected (B)(6) 2018) was received. A cobalt whole blood level of 22.2 g/l was tested. Comment: if uncertainty exists regarding the type of blood tube used to collect this specimen, testing should be repeated with a second specimen collected in a certified metal-free tube. Elevated results determined with specimens collected in noncertified metal-iron tubes may reflect contamination of the tube itself. A copy of the laboratory report of a cobalt whole blood (blood collected (B)(6) 2018) was received. A cobalt whole blood level of 3.1 g/l was tested. No further medical documentation such as implantation / revision surgical reports, office visit notes, x-rays, MRI records, intraoperative images or images of the retrievals have been received for review. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: metallosis, aseptic loosening of stem due to excessive wear due to micromotion in taper connection (fretting) possible, as neither the devices, pictures of the devices nor medical documents were received this cause cannot be excluded. Luxation and wear of components due to impingement possible, as neither the devices, pictures of the devices nor medical documents were received this cause cannot be excluded. Metallosis due to design specification not met. Not possible, as the DHR review did not show any nonconformance of the defined specifications. Inadequate implant positioning due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant possible, as no information about the implantation nor the positioning of the implants is given this cause cannot be excluded. Conclusion: the female patient, born 1956, underwent a right primary cementless total hip arthroplasty on (B)(6) 2005. The patient underwent revision surgery after 12 years and 6 months in-vivo due to signs of armd (pain, elevated cobalt concentration in whole blood 22.2 ug/l, fluid collection) and erosion of the femoral neck. During surgery metallosis in terms of necrotic tissue and an impingement of the acetabulum were found. The metal femoral head and the poly-metal sandwich liner were replaced with a ceramic head and a polyethylene liner. Six months after revision the cobalt concentration in whole blood dropped to 3.1 ug/l. Both laboratory reports were received. The laboratory report of (B)(6)2018 shows elevated cobalt levels in whole blood of 22.2 ug/l. The report contains a comment that gives the impression that the blood sample was collected in a noncertified tube or a metal-iron tube, which may contaminate the sample and influence the result. However, as the used tube type is unknown it is unknown whether the sample was collected using the correct tube. The second laboratory report dated (B)(6) 2018 shows a normal cobalt concentration in whole blood of 3.1 ug/l. Except of the two laboratory reports no medical documentation such as implantation / revision surgical reports, office visit notes, x-rays, MRI records, intraoperative images or images of the retrievals has been available for review. Therefore, no medical review could be performed. Further, based on the legal writ it remains unknown whether the metal femoral head and the poly-metal liner were the only devices revised on (B)(6)2018 or if the stem and the shell were revised as well. Based on the significant lack of information no specific root cause could be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).